Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed a communication failure error message and thereafter it shut down and/or locked up. There is no report of death or serious injury associated with this complaint.